Event description:
Initial rptr indicated that during an office visit for a generator field upgrade, the pt was interrogated and noted to have high lead impedance output status low lead impedance over 10,000 ohms. The pt had full revision surgery and had their lead replaced for high lead impedance and prophylactic generator replacement. The lead was not returned from the explanting hospital. The pt did not have a history of any falls or interaction with their vns preceding their high impedance reading being attained. Previous diagnostics were performed on the pt's vns in (B) (6) 2008, that were believed to have been within normal limits but not documented on.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.